Manufacturer narrative:
At the time of complaint intake, this event was deemed not reportable and troubleshooting determined that no further investigation of the device was required. This complaint has been reassessed as reportable upon retrospective review associated with a CAPA and is being submitted with all available information.All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an Abbott Diabetes Care device. The customer received sensor scan results of 145 mg/dL, 180 mg/dL, 200 mg/dL compared to glucose values of 69 mg/dL, 130 mg/dL, 150 mg/dL respectively obtained on the comparison device, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 Days. There was no report of death, serious injury, or mistreatment associated with this event.